Event description:
Per biotronik patient tracking, this system was removed due to infection. This device was replaced with a linox sd 60/16, . The hospital discarded the system. Lumax 340 hf-t, MDR 1028232-2009-00941. Corox otw 85 - bp, MDR 1028232-2009-00942. Boston scientific, 4086.